Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt, who was diagnosed in ventricular fibrillation, CPR was administered and then the device charged to deliver a shock according to the reporter, the device took a long time to charge and an electrical smell seemed to emit from the device. The report continued that the service indicator illuminated, the screen went blank and the device stopped working. A backup device was used and the pt transferred to the hosp. The reporter stated that pt outcome was unk but there was no adverse effect to the pt as a result of the device use.

Manufacturer narrative:
Physio-control evaluated the device and observed a fault code logged into device error log during reported incident that relates to defibrillation energy of 303 joules delivered for 360 joules selected but physio was unable to replicate it, the pt event record from the device shows that a low battery alarm, and an apnea alarm sounded seconds after the charge was delivered and the device powered down normally seconds after that, physio cleared the fault code from the error log and then observed proper device operation through functional and performance testing. The fault code and service light did not recur. The device was returned to the customer for use.